Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch verio iq meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 at 6:00am. The patient stated that she obtained the result of "110 mg/dl" using the subject meter compared to a result of "81 mg/dl" obtained using another device, both results taken within 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. At the time of the alleged product issue, the patient managed her diabetes without diabetes medications. The patient stated that she followed her usual diabetes management routine in response to the alleged product issue. The patient denied that she developed symptoms. The patient stated that she visited her doctor's office on (B)(6) 2016 at 6:30pm where she received treatment of metformin 500. The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the subject meter was set to the correct unit of measure setting, the patient was using the correct testing technique and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop any symptoms and the treatment was a change in diabetes management and not for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.